Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the cause of the warming was unknown, after charging for several hours and noticing heat at the battery site, they stopped charging and after a new controller was sent out, the patient was not having any more problems with charging.

Manufacturer narrative:
Concomitant medical products product ID: 97745, serial# (B)(4),product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states this week would charge hours and wasn't moving up and than would get to point where ins felt hot and was burning them inside the skin. Pt states the remote was still 40% charged and had worn down. Pt states their controller was not lasting and hardly charging to the wall. Pt states normally doesn't wear down this much. Pt states the ins also shut off itself. Attempted to troubleshoot. The issue was not resolved through troubleshooting. No symptoms or patient complications were reported.